Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt had a 2.5 x 15 mm xience v stent and a 3.0 x 23 mm xience v stent previously implanted. The pt continues to have angina with exertion which was noted in 2009. The pt was hospitalized and restenosis was treated with a cutting balloon. No pt effects were reported related to the intervention. No additional event or pt info is available.

Manufacturer narrative:
The second xience v (lot# 8072461) mentioned is being filed under the same MFR #. Angina and restenosis, as listed in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. Angina, restenosis and hospitalization are listed in the risk assessment as no fault post procedural complications. There was no report of any product malfunction at the time of the stent implants and the procedure was completed successfully. It is possible that the angina is a secondary effect of the restenosis which was treated with a cutting balloon and required hospitalization.